Manufacturer narrative:
The customer reported that the unit was alarming while on patient and the v60 was swapped out for another with no issues and with no medical intervention provided to the patient. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was also noted that the rt department was complaining about alarms not going to nurse call. The device¿s event log was reviewed and found no check vent or vent inoperative alarms logged. They found several clinical alarms: 120f alarm message: low tidal volume, 1211 alarm message: high rate, and patient disconnect error logged. It was advised to perform a full pvt and address any issues found before returning this unit to service. The customer replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips¿s standards and was put back into service.

Manufacturer narrative:
Report date: 03jun2021.

Event description:
The customer called in to technical support (ts) reporting that the device¿s touchscreen display and port are coming off of the machine and alarming low tidal volume. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.